Event description:
Device malfunction: difficulty removing filter, recovery catheter caught on stent. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right internal and common carotid artery stenting procedure, during filter retrieval, the recovery catheter caught on the distal interstices of the stent, resulting in slight difficulty removing the filter. The sheath was repositioned to change the recovery catheter's angle of entry into the stent, the recovery catheter was manipulated, and the filter was removed intact within five minutes. There was no adverse effect. Though requested, no additional information was provided.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, device and patient information. Study event. The customer reported the device was discarded. The lot number was provided. The device instructions for use suggest a variety of techniques that can be used to assist the passage of the recovery catheter through the stent during filter removal. This event does not appear to be a device quality issue. A review of the device history record did not reveal any non-conformities which could have contributed to this complaint.